Event description:
Attempting to cardiovert pt. Lifepak 12 would not charge while attempting cardioversion, borrowed a lifepak 12 from micu, changed cord from micu's lifepak 12 to ER's lifepak 12 and cardioversion was done.